Manufacturer narrative:
This report is filed november 8, 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to recurrent middle ear infections. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted february 27, 2017.